Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy by -9.55%. It was not specified whether or not this occurred during infusion. It was also noted that this pump exhibited screen and case damage. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump (6400) was returned for evaluation. Visual inspection showed that there was slight damage to the pump'shousings. The front and rear housings were be replaced to address the observed damage. The customer's concern regarding the failed accuracy of the pump was unable to be confirmed. The delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor was trimmed in order to bring the delivery into a more nominal range due to the slightly positive delivery error measured. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.